Event description:
Boston scientific crm received info for this pacemaker dependant pt that the right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs and loss of sensing measurements. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse pt effects were reported.